Event description:
It was reported that a malfunction alarm occurred with code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any malfunction recurs, and they acknowledged this guidance.